Event description:
Dilator has caused 4 guidewires to break during the same procedure. Customer indicates it may be related to a burr or step on the inner dimension of the part. Surgery was delayed 45 minutes but no adverse consequences were reported with the pt. This device is used for treatment.

Manufacturer narrative:
Device expected for eval but not yet received. A follow up report will be submitted upon completion.